Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. After insertion, the patient started bleeding and was unable to stop the bleeding. Emergency medical services (ems) was called, who was unable to stop the bleeding and transported the patient to the emergency department. The ed physician cauterized the site but was unsuccessful as the patient continued to bleed. The area was sutured closed and the bleeding stopped. The patient reported they take 2 different anticoagulants daily (effient 10 mg, xarelto 20 mg) and will discuss with her healthcare personnel (hcp). No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).